Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation against the reported condition of particulate matter inside the fluid pathway. Visual inspection of the unit confirmed the reported condition. A white particle approximately 0.80 square mm in size was found floating freely in the fluid of the bladder. The fiber was consistent with being sourced from the screen filter material that is found on the stress members. The cause of the particulate matter was the screen filter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was detected in the reservoir of an intermate. This was observed after filling the device with phosphomycin. There was no patient involvement. No additional information is available.